Event description:
It was reported that during testing the housing would not stay locked, during service a loose o-ring was discovered. There was no patient involvement, no adverse consequences and no procedural delays.